Event description:
It was reported that the nurse practitioner observed a warning message after interrogating the generator which stated the programmed therapy might not be delivered. It was confirmed that the battery indicator was yellow at the time of the warning message being observed. The generator was replaced due to battery depletion. The explanted generator was received and underwent product analysis. During testing the generator was placed in a simulated body temperature environment and the output signal was monitored for 24 hours. There were no signs of variations in the output signal and the generator demonstrated the expected level of output current. Throughout analysis, it was found that the device performed to functional specification except for a low battery condition. However the low battery did not impact the device's ability to deliver programmed therapy. Therefore its unclear what caused the warning message to be observed. No additional relevant information has been received to date.

Event description:
It was reported that the low output warning message was observed on the day of explant however it was unclear if it occurred while still implanted or post explant. A recent system diagnostic test resulted with normal lead impedance and all values were ok however it was not known when this test occurred. No additional relevant information has been received to date.